Event description:
Pt was referred to the cardiac electrophysiology laboratory for ICD generator change due to early depletion of the device battery. In testing of the lead, sensing and pacing as well as defibrillation efficacy were assessed.